Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that they received positive blood cultures on an autologous stem cell product 2 weeks after the mononuclear cell (mnc) collection procedure. Aerobic and anaerobic blood cultures of the product grew gram positive cocci in clusters. Per the customer,patient did not have any problems during the procedure and the patient is in stable condition. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Quality labs and sterilization requirements passed. Terumo bct spectra products are sterilized using an ethylene oxide (eto) sterilization process which has been validated to reduce a population of > 106 endospores of bacillus atrophaeus bymore than 12 logs. This correlates to a sterility assurance level (sal) of < 10-6 which means the probability of a spectra set having a bacteria organism survive the sterilization process less than 1 in 1 million. Terumo bct solution products such as acd-a are steam sterilized. Acd-a product sterilized using this cycle will have an sal of < 10-6 again meaning the process will result in the probability of an organism surviving in a bag of solution to be equal to or less than 1 in 1 million. Gram-positive cocci may be organisms commonly found on the skin of humans. As such these types of organisms may be found as bioburden in both the spectra disposable tubing set as well as the acd-a solution. Gram-positive cocci have no known increased resistance to either to sterilization or steam sterilization. Based on the bioburden results for both the spectra set lot # 10v15229 and the acd-a solution batch # (B)(4), and the fact that both were processed successfully through their given sterilization process, it may be concluded that there is no reason to discern that the gram-positive cocci came from either the spectra set or acd-a solution. Bioburden results for spectra around the time lot # 10v15229 was built were within normal levels (0-4 colony forming units).bioburden testing is performed as lot release testing for the acd-a product. Bioburden results for batch # (B)(4) were 0 cfus for vegetative bacteria and 0 cfus for endospore forming bacteria. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the results of our bioburden testing and our eto process, it is unlikely that this form of bacteria is associated with the associated disposable set. Although not conclusive, it is most likely that this form of bacteria was the result of the donor venipuncture procedure.

Manufacturer narrative:
Investigation: the customer wanted to know if there were any reported problems with the disposable or the acd-a lot numbers. The customer is also doing their own internal investigation of the processing of the product. Investigation is in process. A follow-up report will be provided.